Event description:
It was reported cardiac perforation, pericardial effusion and cardiac tamponade occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman trusteer access system (was) and a 31mm watchman flx pro laa closure device and delivery system (wds) was selected for use. The 31mm wds was prepared, pigtail catheter removed, and the closure device was deployed. After deployment, the closure device appeared to be pinched in the distal lobe, therefore a full recapture was done. At that time, a small pericardial effusion was observed. The closure device was then redeployed, positioned at the ostium and successfully met position, anchor, size and seal (pass) criteria. However, during final pass assessment, a significant increase in effusion was noted, and cardiac surgery was called. Pericardiocentesis was performed to treat the effusion removing 2l of fluid, and vasopressors were administered to stabilize the patient. Cardiac surgery proceeded with an emergent sternotomy in the electrophysiology lab, where a sheath-sized perforation in the distal left atrial appendage was identified. An atriclip was placed distal to the closure device, given the patient's elongated appendage. The procedure was completed without further complications. The patient was closed and is expected to make a full recovery.